Manufacturer narrative:
The reference c20174 has been allocated to this case by rayner. The healthcare facility reports that during iol implantation, the lens left the cartridge "explosively" resulting in posterior capsule rupture. The patient was referred to a vitreoretinal surgeon and underwent a pars plana vitrectomy (ppv). Following ppv, the rayone toric rao610t iol was explanted and a johnson & johnson sensar ar40 iol was implanted. The iol was discarded; however, the injector associated with the event was retained and is being returned to rayner for evaluation. The results of the product inspection performed will be provided in a follow-up report. In advance of receiving the product back for inspection, photographs of the injector were made available to rayner for review. The photographs show that the rotating cartridge/flaps of the injector have not been secured fully which may be a contributory factor to the event. The photos also show that the plunger soft-tip has extended beyond the nozzle which indicates that excessive force may have been applied to the plunger by the user. Our review of production records for the rayone toric rao610t batch 010148526 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone toric rao610t (january 2010) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone toric rao610t batch 010148526.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states "the lens left the cartridge explosively, breaking the capsular bad and dipping into the nucleus". Note: rayone toric rao610t is not available in the united states; however, the event is being reported as the injector is the same as is supplied with rayone aspheric rao600c which is available in the united states. Additionally, there are commonalities between the rao610t and rao600c lenses (optic diameter, haptics and haptic diameter).